Event description:
Customer reported a keypad anomaly. The customer stated the buttons were unresponsive. She also reported all the insulin pump's functions has frozen. She also stated she had to press the arrow key many times for it to respond. The customer also reported a no delivery alarm that was resolved by a complete set change. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response on up arrow button due to corroded keypad traces. The insulin pump had missing segments due to cracked zebra connector on lcd board. No frozen screen noted. The time advanced properly during testing. Unable to perform the excessive no delivery test due to no button response on up arrow button. The insulin pump has cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip.